Event description:
It was reported that the patient with this pacemaker device exhibited spike in impedance measurements on non-boston scientific right ventricular (rv) channel. Upon review, there was noise present on the presenting electrogram (egm) on the rv lead and it looked like oversensing. The pacing impedance measurements showed a spike in the range of 1300 ohms; however they were within range. Technical services (ts) recommended to have patient seen in clinic to find out of this was a lead issue. There was oversensing which looked like patient's own conduction. The presenting also noted low r-wave measurements. Ts stated to perform lead testing commanded impedances and to re-create noise. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in entire section e initial reporter and section g2 report source.

Event description:
It was reported that the patient with this pacemaker device exhibited spike in impedance measurements on non-boston scientific right ventricular (rv) channel. Upon review, there was noise present on the presenting electrogram (egm) on the rv lead and it looked like oversensing. The pacing impedance measurements showed a spike in the range of 1300 ohms; however they were within range. Technical services (ts) recommended to have patient seen in clinic to find out of this was a lead issue. There was oversensing which looked like patient's own conduction. The presenting also noted low r-wave measurements. Ts stated to perform lead testing commanded impedances and to re-create noise. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report contains correction in entire section e initial reporter and section g2 report source.

Event description:
It was reported that the patient with this pacemaker device exhibited spike in impedance measurements on non-boston scientific right ventricular (rv) channel. Upon review, there was noise present on the presenting electrogram (egm) on the rv lead and it looked like oversensing. The pacing impedance measurements showed a spike in the range of 1300 ohms; however they were within range. Technical services (ts) recommended to have patient seen in clinic to find out of this was a lead issue. There was oversensing which looked like patient's own conduction. The presenting also noted low r-wave measurements. Ts stated to perform lead testing commanded impedances and to re-create noise. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.